Event description:
The user facility reported, the housing broke at the weld during preparation of a procedure. The broken housing could cause the non-sterile battery to be exposed to the sterile field. No medical intervention, no delay and no adverse consequences.